Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to increased impedance trend. High impedance was measured indicating a possible fracture. Non-sustained tachycardia (nst) episodes showed oversensing and noise. Thelead was capped and replaced. No patient complications have been reported as a result of this event.